Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. During a procedure, the system was not initializing and would not connect. The system was rebooted multiple times without resolution. The manufacturer representative was unable to open the gantry door as it was determined the "teeth got stripped out." The procedure was completed without the use of the imaging and navigation systems. There was no procedure delay or impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000444, product ID: bi71000429, product ID: bi71000143, product ID: bi71000273, product ID: bi71000444, and product ID: bi71000366. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The complaint was that there was a failure of the system that resulted in the system getting stuck around patient. The site attempted to use a manual method for opening the gantry but did not have the rotor in the correct position to open doors which resulted in snapping the door guide and locking the dingus into the door teeth. A representative went onsite and discovered a broken door slide and when they checked the dmc smart terminal, the rotor controller did not have 96v. The representative extracted the broken screws and replaced the door slide and rotor controller. The rotor controller seemed bad out of the box as the source/detector/collimator and filter continuously tried to rehome until it would eventually time out. The same issue then occurred with the replacement controller. An encoder cable was ordered and installed on the machine with the same result. The encoder cable was replaced without relief of the issue. A new secondary collimator and rotor controller were installed on the machine which repaired the issue. It was found that a bad collimator was shorting the z axis on the rotor controller when initiated. The combination of the new collimator and the controller was the right combination. The system was fully functional and operated as intended. Codes b01, c07 and d02 are applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444r, lot #: - product ID: bi71000168r, lot #: - d9/h3/h6: product ID bi71000168r was returned, however analysis has not been completed at this time. Codes b21, c21 and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9/h2/h3/h6: the rotor control box (product ID: bi71000444r, lot #: 121637115 rev. 3) was returned and analyzed. It was found to be defective. When installed in a test system, motion did not initialize. The system was rebooted multiple times. Motion did not ready and the system was unable to fully boot or ready. Previous codes b01, c07 and d02 are applicable. The collimator (product ID: bi71000168r, lot #: cm20790 rev. 3) was analyzed. The bench test failed. The homing and burn-in tests also failed. Previous codes b01, c07 and d02 are applicable. The following products were returned, however analysis has not yet been completed: product ID: bi71000444r ,product ID: bi71000366, product ID: bi71000444, previous codes b21, c21 and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the cable assembly was returned to the manufacturer for analysis. Analysis determined that the reported complaint was unable to be confirmed. No fault was find while under testing. Codes b01, c19 and d14 apply to this analysis. The lot number of product ID: bi71000366 was received. The lot number is: 391279 rev. 1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the rotor motion control was returned to the manufacturer for analysis. Analysis found that the system did not initialize. There was a software version mismatch. The firmware version was incorrect. The remote desktop image acquisition system (ias) firmware installer confirmed that the firmware was up to date. The firmware flashed, and the system was rebooted. Analysis found that the reported event was related to a software/electrical component failure issue. The rotor motion control was returned to the manufacturer for analysis. Analysis found that the system did not initialize. The ias firmware installer confirmed that the rotor box was unable to hold firmware. The installed version of firmware was not applicable. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c02, c10, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.